Manufacturer narrative:
B7: added medical history h6: conclusion code remains unchanged additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2007, including records for cesarean section, hysterectomy, cholecystectomy, appendectomy surgeries; were not provided. (B)(6) 2007: (B)(6) medical center (B)(6) md. Operative report. Pre/postop diagnosis: incisional hernia. Operative procedure: laparoscopic incisional herniorrhaphy with mesh repair. Description of procedure: ¿under satisfactory general anesthesia, the patient¿s abdomen was prepped with betadine and draped in the usual sterile fashion. Incision was made in the extreme left upper quadrant and the 11-mm port was placed. Insufflation was then performed with good visualization of the intraperitoneal space. There were some adhesions to the hernia, which was in the periumbilical area, but no bowel was up in that hernia sac. Several other adhesions were noted from a previous open cholecystectomy. All these adhesions were taken down with the harmonic scalpel and good hemostasis was obtained. This isolated the hernia defect. There was no evidence of further hernia defect distally and no further hernia defect proximally or in the other incisions. Therefore, the 10 x 15-cm mesh was inserted into the abdomen and with stay sutures proximally and distally, the mesh was pulled up to the abdominal wall. Other ports were placed in the left lower quadrant and mid quadrant area, and in the right upper and mid quadrant area. Using these ports, the mesh was placed on the abdominal wall with good distance from the central portion of the hernia defect. The mesh was then stapled to the anterior abdominal wall with good apposition and no signs of kinking. The stay sutures were removed . The abdomen was decompressed while visualizing the mesh, and it showed good positioning. Therefore, the abdomen was completely deflated and the ports removed and the incisions closed using 2-0 vicryl for the fascia and subcuticular monocryl for the skin. Simple dressings were applied. She tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6) 2007: (B)(6) medical center main or nursing record. Implant record. Description: gore dualmesh plus. Serial number: (B)(4) . Lot number: 04423488. Manufacturer: w.l. Gore & associates, inc. Quantity: 1. Size: 10 cm x 15 cm. Expiration date: 05/25/09. Implant site: abdomen. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/04423488) was implanted during the procedure. Records between (B)(6) 2007 and (B)(6) 2012 were not provided. (B)(6) 2012: [ni]. (B)(6) md. Office notes/consultation. Hpi: seen in consultation for dr. (B)(6) for evaluation of abdominal wound. Was previous patient of mine, had laparoscopic incisional hernia repair with mesh in 2007. She is obese, a former smoker and has emphysema and asthma. States that last summer, initially felt a ¿fishing line-like material¿ coming out of the midline incision at proximal end. States was ¿playing and pulling on it¿ and eventually it broke off. States since that time, has had a non-healing abdominal wound that gets red and painful. On exam, there is a non-healing 1cm x 1cm wound at proximal end of hysterectomy scar. No hernia present, no suture material palpated. Good bowel sounds with a rotund abdomen. These non-healing wounds are most likely related to a stitch that has worked its way towards the skin surface. This will never heal on its own. I explained the nature of the surgery, that I will make a small elliptical incision and search for the suture material and cut it out, then wash down the abdomen with sterile solution. She is agreeable and would like to proceed with surgery. Pmh: cesarean section, appendectomy, hysterectomy, cholecystectomy, lap incisional herniorrhaphy with mesh 2007. Exam: wt 238, bmi 43.53. Assessment/plan: suture granuloma mid-abdomen at proximal end hysterectomy scar. Surgical excision. (B)(6) 2012: (B)(6) medical center. (B)(6) md. History and physical. Hpi: seen in long-term f/u post-incisional herniorrhaphy. Has had continued drainage of an area in the mid portion of wound which appears to be a suture granuloma. It has continued to drain and will intermittently heal. Previous surgeries: two cesarean sections, hysterectomy, gallbladder, appendix and the incisional herniorrhaphy. Social hx: smoker. Exam: abdomen soft, good bowel sounds. There is a draining sinus tract in that midline incision. No suture can be identified, but it does track deep to the abdominal wall. Impression: suture granuloma with draining sinus tract mid abdominal. Plan: wide excision. (B)(6) 2012: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: suture granuloma of abdominal wall incision. Operation performed: wide excision of suture granuloma and subcutaneous tissue. Procedure: ¿under satisfactory general anesthesia, the patient¿s abdomen was prepped with betadine and draped in the usual sterile fashion. An elliptical incision was made around the deep sinus tract and open wound in the abdominal wall. This was carried down to the deeper tissues until the tract disappeared and excised at the level of the fascia. This was sent for pathology. Hemostasis was secured using electrocautery. The incision itself was then closed in layers using 3-0 vicryl for the 2 deeper layers and interrupted 4-0 prolene mattress sutures for the skin. Marcaine was injected into the wound. She tolerated the procedure well and was taken to the recovery room in satisfactory condition.¿ (B)(6) 2012: (B)(6) medical.(B)(6) md. Pathology report. Acc. No: s-12-030170. Specimen: wound granuloma. Clinical notes: pre-operative diagnosis: suture granuloma abdomen. Post-operative diagnosis: [sic]. Diagnosis: wound granuloma, excision: ulcer, granulation, and acute and chronic inflammation in skin. Gross description: the specimen is received in formalin in a container labeled with the patient¿s name and wound granuloma. Received is a 4.5 x 4 x 3 cm piece of adipose that has a 3 x 1.3 cm tan ellipse of skin. The skin is fine to coarsely wrinkled with a center area of markedly roughened induration 1.5 x 0.7 cm. It is inked, serially sectioned and the cut surfaces are unremarkable. Rs 1a through 1c. Microscopic description: the skin excision shows a central ulcer with underlying granulation tissue and acute and chronic inflammation. Resection margins are free of significant inflammation. The underlying fibroadipose tissue is mostly unremarkable. [Missing records: records detailing allegations of chronic abdominal pain were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 04423488. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: chronic abdominal pain, open draining wound, inflammation, ulcer. Additional event specific information was not provided.